Manufacturer narrative:
Additional information was received that the patient cancelled the explant procedure. No further course of action at this time.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm, model #: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit(30cm).

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
D7: explant date: (B)(6) 2020.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason. Additional information was received that the patient cancelled the explant procedure. No further course of action at this time. Additional information was received that the patients device was non functional. The patient underwent an explant procedure and explanted device components will not be returned.